Manufacturer narrative:
The reported devices remain implanted in the patient and could not be evaluated. The issue was confirmed through inspection of the associated radiographic image. Both screws at the caudal-most level of the construct appear to have been fractured at c4. The construct spanned from c3-c4 and was composed of a one (1) level plate, four (4) screws, and an interbody spacer. Device and complaint history records could not be reviewed as a valid lot number was not identified. The provided radiographic image was analyzed by a stryker physician consultant. As fusion could not be confirmed in the provided radiographic image, it is possible that pseudarthrosis could have contributed to the event. According to the ozark surgical technique, if healing is delayed or does not occur, the implant could break, bend, or loosen. However, as the devices remain implanted in the patient and could not be inspected, the cause could not be determined conclusively. H3 other text : device remains implanted in the patient.

Event description:
It was reported that two ozark screws fractured at c4 approximately 9 months post-operatively. Revision surgery has not been performed or scheduled at this time. This report represents the second of the ozark screws.

Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that two ozark screws fractured at c4 approximately 9 months post-operatively. Revision surgery has not been performed or scheduled at this time. This report represents the second of the ozark screws.